Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), did not reveal any device-related issues other than the confirmed wire damage addressed under MFR#: 2916596-2019-05402. No specific device-related issues or adverse events were reported. During patient product exchange review, it was found that the patient¿s lvad therapy ended on (B)(6) 2019. Multiple attempts were made to obtain additional information regarding the event, however, no additional information was provided. Upon review of the patient¿s complaint history, the patient¿s most recent complaint was noted from on (B)(6) 2019 (MFR#: 2916596-2019-05402) during which driveline wire damage was suspected. The confirmed wire damage on the driveline returned with (B)(6) is fully investigated and addressed under MFR#: 2916596-2019-05402. The pump was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline adjacent to the metal connector was also returned measuring approximately 36¿ in length. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Due to the confirmation of driveline wire damage, (B)(6), was not functionally tested using a mock circulatory loop (refer to MFR#: 2916596-2019-05402). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient to have ended therapy on (B)(6) 2019. No further information was provided.